Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of uterine perforation ("physician scoped in, he created a false passage (perforation) aborted essure placement/ did not use essure, perforation with scope") in a female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("insertion was aborted"). At the time of the report, the uterine perforation had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("physician scoped in, he created a false passage (perforation) aborted essure placement/ did not use essure, perforation with scope") in a female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("insertion was aborted"). At the time of the report, the uterine perforation had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("physician scoped in, he created a false passage (perforation) aborted essure placement/ did not use essure, perforation with scope") in a female patient who had an attempt to insert essure (batch no. He012xz) for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had an attempted essure insertion. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("insertion was aborted"). At the time of the report, the uterine perforation had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 11-dec-2017: essure uterine/ tubal perforation questionnaire received: did not use essure, perforation with scope. The event outcome of uterine perforation is recovered /resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("physician scoped in, he created a false passage (perforation) aborted essure placement") in a female patient who had essure (batch no. He012xz) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had an attempt to have essure inserted; however, during insertion procedure, when physician scoped in he created a false passage (uterine perforation ). Essure never opened and insertion was aborted (insertion failed -complication of device insertion). The reporter considered complication of device insertion and uterine perforation to be related to essure. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.